Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported that the insulin pump is shutting off and have already tried new battery and battery cap and the insulin pump did not come back on. Customer also reported failed battery test alarm. Blood glucose level was unknown. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that failed battery test alarm was triggered again. Troubleshooting was also performed on blank display and weak battery alert. Advised customer to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions. Insulin pump will be replaced. Insulin pump os expected to return for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display noted. No failed battery, bad battery or weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarm noted. No isolated tape damage noted on lcd board. Unit received without battery cap unable to confirm damage. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.